Manufacturer narrative:
Was reported in error as additional information and should not have been reported for this event. The information was intended for another event not associated with this patient. At this time, there has been no report of the iol explanted or the sample received by a company representative for this event. Corrected information provided in b.5. And h.10. The manufacturer internal reference number is: (B)(4).

Event description:
At this time, there has been no sample received from the customer or report of the iol being explanted for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A sample was received by a company representative indicating the iol was explanted from the patient's eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with an implanted intraocular lens (iol) that is noted to be cracked. The surgeon also reported the patient has a perfect plano refraction, but is very unhappy with her vision. The iol is scheduled to be explanted. Additional information has been requested.